Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the adhesive on the bending section cover rubber had a discolored area, and due to wear of the angle wire the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olmypus that the endoeye flex deflectable videoscope had an issue; after reprocess sterilization (canon hydrogen peroxide plasma sterilization), the adhesive around the distal end (a rubber) had a "mottled" appearance. The issue was observed during reprocessing and there were no reports of patient or user harm associated. The device was returned to olmypus for a device evaluation and found the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to chemical stress from sterilization in a canon hydrogen peroxide sterilizer at the facility, other external stresses from use, or a combination of factors. The event can be detected by following the instructions for use (IFU) sections which state: the inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 endoscope inspection" as follows. [Inspection of entire endoscope] 6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip. Olympus will continue to monitor field performance for this device.